Event description:
It was reported that the ventilator failed the pre-use check and an air gas module was replaced. There was no patient involvement.

Manufacturer narrative:
The issue with the failed pre-use check could be duplicated when the ventilator was investigated on-site, the air gas module was replaced. Despite several reminders no goods or log files has been received for further investigation. As no goods or log files were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref (B)(4).